Event description:
Complainant alleged that the staff of the cardiac cath lab was setting up a pt (age and gender unknown) for potential defibrillation. The device screen displayed a "lead off" message when the multi-function elctrodes were attached to the pt. The staff then connected another set of multi-function electrodes to the pt and to the device, at this time both the device and the electrodes functioned properly. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.